Manufacturer narrative:
A visual and microscopic examination found that the stent had moved on the balloon, so that its proximal edge was 10mm distal to the distal side of the proximal markerband. The stent was damaged throughout. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual examination revealed that there were kinks along the entire length of the hypotube. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context, as device performances was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04/16/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system could not cross the target lesion. However, the returned product discovered stent damage and that the stent had moved on the balloon. The index procedure was treating a 80% stenosed lesion located in the severely calcified, moderately tortuous lad (left anterior descending) artery with a 3.00x38mm taxus liberte stent. The stent delivery system was unable to cross target lesion. There were no reported pt complications. The pt status is listed as "good".